Event description:
It was reported that there was a revision to a right total hip due to post traumatic arthritis. Two asnis screws were removed. Cat/lot were unreadable no further information as per hospital policy.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.